Event description:
It was reported that the customer has experienced low blood glucose levels twice. The paramedics were called both times. Troubleshooting was performed. Found that the time on the insulin pump had been changed, but the caller stated that the customer did not make that change. The daily totals did not match either. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.